Event description:
While doing a procedure using the robot xi, the stapler was introduced it fired once. When the stapler was reintroduced an error occurred with the which lead to a call to servicing where we were instructed to remove all robotic and laparoscopic instruments and shut down the entire system and reboot. After rebooting the system, the same error occurred when using the stapler necessitating a second shut down of the system. We then had to abort the robotic portion of the procedure and open different instruments leading to increased patient cost. We were able to complete the procedure without injury to patient. Note that the intuitive representative was present during the robotic portion of the procedure. Follow up: intuitive had installed a software update on the xi robot on 05/04/2016. System was tested and verified as ready for use by intuitive. It was after this update that we had the fault. The intuitive repair technician came and replaced part 653140-07. We have not had any further problems since the part was replaced.